Manufacturer narrative:
The complainant listed two facilities associated with this complaint, (B)(6) hospital in (B)(6) and albany (B)(6) hospital in (B)(6). It is unknown which facility the device was implanted at.

Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.